Event description:
International customer advised that a patient developed a post-operative wound infection with wound dehiscence. The patient was returned to surgery for wound debridement.

Manufacturer narrative:
Conclusion code: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time.